Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the patient was on impella 5.5 support and during support, there was a small leak from the 23fr peel away sheath. The doctor was not concerned about leak and continued to use the sheath for the procedure.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The impella device was not returned for evaluation. Introducer damage - mechanical: no images of product were returned for evaluation. Clinical details noted a slow leak from the neck of the 23fr axillary introducer. No additional details were provided. The cause of the introducer damage could not be definitively determined as no product was returned and limited clinical details were provided. B1 adverse event was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30659. B2 death and date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30659. B5 patient outcome was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30659. H1 type of reportable event was erroneously selected on the initial manufacturer device report number 1220648-2025-30659. H6 health effect - clinical code 4582 was erroneously entered on the initial manufacturer device report number 1220648-2025-30659. H6 health effect - impact code 1802 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30659.

Event description:
The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.